Event description:
Follow-up revealed physical therapy remains ongoing. Weakness of the patient's leg is improving, but she remains to experience unspecified foot problems. Allegedly, the doctor is unsure of the patient's prognosis and is unsure of the sole cause related to the patient's symptoms.

Event description:
On (B)(6) 2015, the patient underwent surgical intervention related to a competitor's scs system. The intent was to implant a replacement scs system by way of sjm. The procedure was extended over four hours due to scar tissue at the lead site of the original scs system, and difficulty placing the replacement lead. The patient began to experience weakness in both legs following the procedure. In turn, the patient has been unable to walk. The patient has been improving over time and will undergo physical therapy until otherwise. Allegedly, the doctor is unsure about the reasons the symptoms occurred post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the doctor remains unsure of the cause of the patient's leg issue, but is sure it's not related to the scs system. It was also reported the patient is walking with assistance and continues to undergo physical therapy.